Event description:
It was reported that the wake button was depressed into pump and was delayed in responding to touch. There was no reported impact to customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.